Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient acquired an infection during the trial. The device was removed and the patient was given IV antibiotics. There have been no reports of further complications regarding this event.